Manufacturer narrative:
Lot number - 19e008 and 19f014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) small volume folfusors leaked prior to patient use. One device leaked from the blue winged luer cap, and one device leaked from an unspecified location. There was no patient involvement. No additional information is available.